Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was unable to be hold. The technical support specialist (tss) dialed into the station, checked the synchronization log, and identified a manual recovery error consistent with a known issue. Tss applied the knowledge article "manual recovery required - datasyncinvaliduploadchangetrackingvalue" and performed manual recovery, which successfully recovered 904 transactions and restored synchronization, and verified on the server that the data was up to date. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication was unable to be hold. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.